Event description:
It was reported that the patient has been referred for a possible revision due to experiencing neck pain over the last year. The lead impedance was noted to be normal. No known surgical intervention has occurred to date. No other relevant information has been received to date.